Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were difficult to operate and not functioning properly. The following information was provided by the initial reporter : the spouse of consumer reported that pen needles do not fit or attach to pen properly stating that there is no threading on pen needle or pen, only ridges which are not threading and that when attempting to place pen needle on pen, the pen needle never tightens. Furthermore the pen needle only works when pushed on hard and a click is heard.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were difficult to operate and not functioning properly. The following information was provided by the initial reporter : the spouse of consumer reported that pen needles do not fit or attach to pen properly stating that there is no threading on pen needle or pen, only ridges which are not threading and that when attempting to place pen needle on pen, the pen needle never tightens. Furthermore the pen needle only works when pushed on hard and a click is heard.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were difficult to operate and not functioning properly. The following information was provided by the initial reporter : the spouse of consumer reported that pen needles do not fit or attach to pen properly stating that there is no threading on pen needle or pen, only ridges which are not threading and that when attempting to place pen needle on pen, the pen needle never tightens. Furthermore the pen needle only works when pushed on hard and a click is heard.